Event description:
Litigation papers allege the patient suffered pain disability, physical impairment, disfigurement, and aggravation of a pre-existing condition. Papers also allege excessive chromium and cobalt blood levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Event description:
Litigation papers allege the patient suffered pain disability, physical impairment, disfigurement, and aggravation of a pre-existing condition. Papers also allege excessive chromium and cobalt blood levels. Update plaintiff fact sheet received with part/lot information. Update litigation alleged the patient suffered physical injury, bodily impairment, a lack of mobility and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip. The patient reportedly underwent a revision procedure in which the asr hip was partially explanted and replaced with an antibiotic spacer. Approximately 2 months later, the remaining portion of the asr hip was explanted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.